Event description:
The manufacturer received information alleging a ventilator was failing service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.